Event description:
The clinic reported that during a lasik vision correction treatment in the pt¿s left eye, the laser stopped with a low fluence variation error and required a gas refill and calibration. The surgeon made the decision to not complete the treatment and to plan for an enhancement in about six months. Due to the interrupted procedure, the pt is currently under-corrected and presented with a visual acuity of 20/80 in left eye at the one day post-op exam. The pt currently is 20/30 ou and reports being happy with the results.

Manufacturer narrative:
Amo technical support provided operational support to assist the clinic tech in performing gas refills and calibrations in order to bring the laser into optimal operation and continue with the day¿s treatments. (B)(4): vision under-corrected. The equipment was evaluated by an amo service tech and no issues were found with the operation and performance of the device. The clinic tech reported that they believe the cause of the equipment stopping was due to an over voltage. The equipment operated per its design when it stopped and required additional gas refill.